Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a rectal resection when the tissue was clamped and the device was attempted to be fired, it could not be squeezed. Even when re-clamped several times, the situation was not improved, it was replaced with a new product, and the firing was completed. No patient harm.